Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensed noise on the right ventricular (rv) lead and as a result delivered inappropriate anti-tachycardia pacing (atp) and a shock. Technical services (ts) was consulted and talked about following up with a full evaluation with isometrics. Further testing recorded high out of range shock impedance values. This ICD remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).